Event description:
The user facility reported that the angio-seal device would not advance in the sheath due to a bent sheath. Additional information was received on 06 apr 2023: a 6 french sheath was used. 6 french angio-seal was opened. The introducer sheath of the angio-seal did not transition well over the packaged wire and the sheath buckled while trying to push the sheath into the artery. Once it was determined that the introducer sheath was damaged, the wire and sheath were both removed and manual pressure was then applied until hemostasis was achieved. There were no other complications. The estimated blood loss was less than 250cc. The patient was in stable condition.

Manufacturer narrative:
Occupation: lead tech device manufacture date: unknown due to unknown catalog and lot number combination. The product code & lot number combination were not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) was unable to be reviewed as a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).